Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
While using a g139 scaler, there was no water flow or vibration and the box was heating up. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Unit was received with two handpiece cables, transformer and a wire harness with the air/electric switch wires cut in halves separating it in two parts (pot harness and air/electric switch). Unit does not work due to a shorted power supply pcb, the handpiece cables and 360 handpiece work fine. Multiple unsuccessful attempts were made to obtain the patient outcome.